Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 14-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective coupler could not be determined. It is possible that external force may have been applied to the coupler and broke it. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The user facility returned the olympus hd autoclavable camera head due to a defective coupler. Upon inspection and testing, it was observed that coupler was loosened, broke, and fell off the device. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus (B)(4) for evaluation. The evaluation found a defective and broken coupler. The faulty device needed replacement to meet olympus functional standard. The investigation assumed the issue was as a result of poor user handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.